Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on, that the insulin pump was not delivering insulin and he was having high blood glucose levels. The customer¿s blood glucose level was 17 mmol/l at the time of the incident. No symptoms were noted and it was treated twice with a pen. Customer noted the no delivery alarm occurred during the fix prime. Troubleshooting confirmed the device needed to be replaced. The customer was advised a replacement insulin pump will be sent out. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, basic occlusion, occlusion test, prime and excessive no delivery test. Unit was monitored and no delivery alarm noted. Unit received with minor scratched display window and cracked reservoir tube lip. Report disclosed to the public under the freedom of information act.